Event description:
It was reported that the ilet pump¿s display screen was cracked after being dropped at the user¿s workplace, rendering the device unusable. Symptoms included no injury and no reported adverse physiological effects. Outcomes included replacement of the device and continued therapy without interruption as reported. Investigation included a review of the device failure description and logistical processing for replacement. Investigation of this case revealed physical damage to the display consistent with accidental impact. It was concluded that the device failure was due to user-induced physical damage, not a manufacturing or design defect.